Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. The event was discovered while reviewing the patient¿s treatment records following a drain complication encountered warning that had occurred during the patient¿s previous treatment. It was noted that during cycle one, the patient had drained 4074ml which is 204% the patient¿s fill volume of 1997ml. Upon discovery of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient had manual supplies to continue with their treatment without the cycler. The cause for the high drain volume was unknown. Follow up with the patient¿s nurse verified that the patient did not experience any injury or require medical intervention as a result of the issue. The patient received a replacement cycler and was able to complete peritoneal dialysis therapy without complication. Additional information was requested but is unavailable.

Manufacturer narrative:
Plant investigation: the cycler has been confirmed to have insect infestation and is not available for further investigation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.